Event description:
The customer reported a falsely elevated architect stat troponin-I result generated on the architect i1000sr analyzer for a 63-year-old female patient. The following data was provided (customer¿s cutoff is </= 0.4 ng/ml and considered normal non-critical): sid (B)(6): on (B)(6) 2025 at 4pm: initial troponin result = 0.58 ng/ml (this result was not reported out of the lab). Repeated the sample 2 times on the same analyzer and results were both 0.0 ng/ml a new sample was drawn on the patient later in the day and tested the troponin-I and generated a result of 0.0 ng/ml. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated architect stat troponin-I result generated on the architect i1000sr analyzer for a 63-year-old female patient. The following data was provided (customer¿s cutoff is </= 0.4 ng/ml and considered normal non-critical): sid (B)(6): on (B)(6) 2025 at 4pm: initial troponin result = 0.58 ng/ml (this result was not reported out of the lab) repeated the sample 2 times on the same analyzer and results were both 0.0 ng/ml a new sample was drawn on the patient later in the day and tested the troponin-I and generated a result of 0.0 ng/ml. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, trending review, labeling review, device history record review, and field data review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review for the complaint lot did not identify any issues. A search for similar complaints identified an increase in complaint activity for the complaint lot, however, no trends were identified regarding the architect stat troponin-I reagent and the customer reported event. The overall performance of the architect stat troponin-I reagent was reviewed using field data from customers. The review of field data the complaint lot determined the median patient results are within the established limits and comparable to the historical reagent lot performance. Labeling was reviewed and was found to address the customer reported event. The investigation determined sample preparation contributing to the event could not be ruled out as the repeat testing of the sample generated lower results. Based on the available information, no systemic issue or deficiency was identified for architect stat troponin-I, reagent lot 66709un25.